Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was crosschamber blanking ventricular intrinsic rhythm after atrial pacing due to programmed parameters, which caused overpacing. Technical services (ts) was consulted and recommended reprogramming settings. This crt-d remains in service. No adverse patient effects were reported.